Event description:
This product was used to stabilize a patient's head during brain tumor removal surgery. During the surgery, the patient's head seemed to move, so upon checking, two of the four head pins used to stabilize the patient's head were found to have come out. The surgery was temporarily suspended, and the patient's head was re-steadied before continuing.